Event description:
A patient underwent a central venous catheter placement procedure using broviac cv catheter. On (B)(6) 2026, it was reported by the customer that the catheter was not completely permeable and could only be flushed with applied pressure. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the salt lake city products that are cleared in the us. The pro code and 510 k number for the salt lake city products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a central venous catheter placement procedure using broviac cv catheter. On (B)(6) 2026, it was reported by the customer that the catheter was not completely permeable and could only be flushed with applied pressure. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the salt lake city products that are cleared in the us. The pro code and 510 k number for the salt lake city products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: although the physical sample was not returned for evaluation, one photo was provided for review. The photo shows a complete view of the catheter was observed. No damages were found in the provided photo. The investigation is inconclusive for the reported obstruction of flow and difficult to flush issues as provided evidence can not be confirmed as the provided photo is not sufficient to confirm the reported event. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.